Event description:
Reporter indicated a vns (B) (6) handheld computer would not interrogate a test vns generator. Performing a hard reset did not resolve the problem. The vns programming wand was used with another handheld computer and functioned normally. The suspect handheld computer and flashcard have been returned and are in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.